Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found that the iabp had been subjected to saline spill. To fix the issue, the fse replaced all contaminated parts: the cable, backplane to coiled cord, display connector seal gasket, cable,coiled cord, and the exch pcb,front end,rohs,cardiosave. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name is (B)(6).

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. It was also reported that saline spilled into the iabp. No patient harm, serious injury or adverse event was reported.